Manufacturer narrative:
Product complaint:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the attune spacer block was in two pieces; the spring was broken. There was a five-minute delay in relation to the event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿description ¿ attune spacer block ¿ spring broken, instrument in two pieces." The product was not returned to medtech orthopaedics; however, photos were provided for review. The investigation was not able to confirm the reported event of broken as the complaint condition was not represented clearly in the provided photo. However, spring was missing from the device. Therefore, the investigation could not draw any conclusions about the reported event of broken due to the insufficient evidence provided. Based on the available evidence, a definitive root cause could not be determined for missing components. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.